Event description:
Patient underwent right shoulder arthroscopic capsulorrhaphy. During the procedure, the arthrex fibertak anchor was used. Seven months later, the patient returned with complaints of consistent continued pain in her shoulder. Imaging revealed 2 radiopaque items in the shoulder, identifiable as metal pieces. Review of the case and products used identified that the retained metal pieces are most likely to be fragments of the fibertak anchors.